Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned the videoscope, which is an olympus asset with no reported complaint. During the initial equipment inspection, it was observed that the distal end had rust. There was no patient involvement.